Manufacturer narrative:
Results: the returned velocity delivery microcatheter was fractured approximately 20.0 cm from the hub. Conclusions: evaluation of the returned velocity delivery microcatheter (velocity) confirmed a fracture on the device length. If the device is forcefully manipulated at extreme angles upon removal from the packaging or otherwise mishandled during preparation, the device may become damaged. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the physician found that the velocity delivery microcatheter (velocity) was damaged upon removal from the packaging. It was reported that the velocity was broken into two pieces at the proximal end and cracked about 20cm away from the hub. The damage to the velocity was found prior to use and, therefore, it was not used in the procedure. The procedure was completed using another velocity.